Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the animas insulin pump is not recording the history correctly. Reportedly, there were some instances when the patient filled the cannula and primed but the pump history did not have a record of the incident. The reporter refused to complete troubleshooting during the time of the call and the subsequent follow-up callbacks. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged incorrect history record issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump successfully completed the load, rewind, prime, and fill cannula sequences. The pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus; both were accurately recorded in the pump¿s history. The pump was exercised for 24 hours on a 1.0 unit per hour basal program successfully with no errors or alarms.